Event description:
The product was returned for an unrelated issue. Upon investigation, it was found to run without user activation.

Manufacturer narrative:
The device was evaluated, and corrosion was found in the motor. Corrosion can cause the device to run without user activation when it facilitates intermittent electrical connection and allows magnetic leakage on to the hall sensor.